Manufacturer narrative:
(B)(4) initial report. Additional information, including device details, patient medical history, surgical notes, post primary and pre revision x-rays, the explants and a detailed patient outcome have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be retrieved and reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA. .

Event description:
Cormet revision after approximately 7 years and 7 months due to muscle and joint pain.

Manufacturer narrative:
(B)(4). Additional information, including device details, patient medical history, surgical notes, post primary and pre revision x-rays, the explants and a detailed patient outcome were requested in order to progress with the investigation, however, these were not provided. Therefore, there was only very limited information available for this investigation. The explanted devices and device details were not provided to corin (B)(4), therefore, the relevant device manufacturing records could not be identified or reviewed and the explants themselves could not be examined. Based on this it cannot be determined at this time whether the corin devices caused or contributed to the patient's experience. Corin now considers this case closed, however, should any new information be provided, this case can be re-opened for further investigation.

Event description:
Cormet revision after approximately 7 years and 7 months due to muscle and joint pain.